Event description:
Adolescent male with dislocated the patella knee injury. MRI revealed medial retinacular injury, intraarticular loose body and retropatellar cartilage injury. The sheath on the new storz scope and tower system extends beyond the scope creating a lip. The edge of the sheath scraped the cartilage. Extended time in surgery. Not sure what effect the scrape will have on the patient's outcome. Manufacturer response (as per reporter) for single port sheath, storz endoscopethe manufacturer has been trying to "retool" the sheath.attempts have been unsuccessful. Decision to switch to storz made by endoscopy, orthopedic use has many issues.